Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during surgery, the system experienced a low performance error message and the screens "blacked out several times." There is no reported impact to patient outcome and no reported delay.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: computer 9735764r nav with pcoip s8 svc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: 9735737, software version: 2.1.0. It was reported that the logs did not capture the application logs on the issue reported date and the system logs did not capture any core files, segfaults, page blocks, buffer I/o errors, gpu crashes, low-performance warnings, or any other abnormalities related to the reported behavior. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Newly coded b01 and c19, as well as previously coded d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D11: sw kit 9735737 stealth s8 cranial version 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.